Event description:
Information received by medtronic indicated that the customer reported a pump was too hot. The pump had a crack in the battery compartment. Troubleshooting was performed and the battery compartment of the pump was overheating. No harm requiring medical intervention was reported. The customer will discontinue using the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). After battery installation, pump received with blank display, pump heating up anomaly. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to blank display. Pump was cut open to perform visual inspection found no moisture damage on the electronics, battery tube, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms pump heating up and blank display is isolated to pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. Pumps heating up and blank display is isolated to pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.